Event description:
It was reported that safe step huber needle set had white small piece of plastic/paper in the hub after removing the cap. Detected before use or does not touch patient before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is inconclusive due to the state of the returned sample. One 19g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed blood residue in the tubing near the y-site. The dust cap was not returned. A microscopic observation revealed no piece of white material in the luer hub. Small crystals of what appeared to be saline solution were observed on the rim of the luer hub. This complaint could not be confirmed as the sample was used prior investigation and no damage or foreign material was observed. This complaint will be recorded for future trending and monitoring purposes.